Manufacturer narrative:
Additionally, information was received that two follow-ups have occurred, and there was no further evidence of noise episodes, and the impedances and amplitudes remained stable. Patient had a good intrinsic rhythm and therefore inhibition of pacing was not an issue. This device remains in service.

Event description:
Boston scientific received information that the associated implantable cardioverter defibrillator (ICD) exhibited noisy signals. During a routine follow-up, a number of non-sustained episodes were observed. Of these episodes, five were true episodes, one was a sinus tachycardia episode that fell into the ventricular tachycardia (vt) zone, and the other twelve were episodes of noise. The episodes were not sufficiently sustained, so no inappropriate therapy was delivered. An x-ray showed there was a good separation between this old right ventricular (rv) defibrillation lead, and the new rv pace/sense lead. This suggests that lead bumping/chatter was no the cause of the noisy signals. The daily measurement trends do not suggest a significant change in the r wave or impedance. The physiologists tried some provocative testing at nominal sensing, and could not replicate the noise. Some artifact was seen on the shock electrograms (egm), but the rv egm was perfect, and no inappropriate sensing occurred. The episodes all occurred at different times of the day, so an environmental cause was hard to identify. The physician elected to reprogram the vt zone duration from 2.5 seconds to 5 seconds to try and reduce the potential of inappropriate shock. Egm's were sent to boston scientific technical services (bsc ts) for review, and to provide the physician with suggestions on the causes of noise/artifact. There were no adverse patient effects reported.

Manufacturer narrative:
Subsequently, bsc ts reviewed the egm printouts, and discussed that lead fracture or connection issues are most likely the reason for the noisy signals. In the case of this old rv lead, lead fracture is more likely. The issue may be intermittent, therefore not reflecting significant changes in impedance or other lead measurements. Emi is unlikely the cause because the type of noise is not typical from emi sources or leakage current. Bsc ts discussed some possible causes of the possible rv lead fracture. Bsc ts suggested non-invasive testing such as: moving both arms up, down and above the head, posture changes, deep breathing and manipulation of the device/lead in the pocket area. Further invasive assessment and corrective action might be necessary. It was also noted that on the egm strips, ventricular pauses of greater than 2 seconds could not be observed. This rv lead remains in service, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available, this report will be updated.